Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. An intial accu tni result was 0.97ng/ml. The result was not reported out of the lab as customer repeats all elevated results prior to reporting. The customer re-tested the pt original sample for accu tni. The repeated accu tni result was 0.14ng/ml. The customer did not receive any report of change to pt treatment that can be attributed or connected with this event.